Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.